Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00083 and 2134265-2017-13274. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the acqpc power light lit up, and the hdd access light was off and it could not performed automatic pullback. They try to reconnect the internal board however, the issue was not resolved. No patient complications were reported.